Manufacturer narrative:
The reported event of noise was confirmed while the reported event of lead fracture was not confirmed. Internal insulation abrasion was noted at 33.5-33.8 cm from connector pin, exposing the inner coil. The cause of the reported event of noise was isolated to the breached inner insulation.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that lead fracture and oversensing leading to inhibiting of pacing was observed. The patient experienced lightheaded syncope. The lead was explanted and replaced. The procedure was successful. The patient is stable.